Event description:
According to the customer, on (B)(6) 2025 the foley balloon was unable to be inflated despite "excessive force".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the foley balloon was unable to be inflated despite "excessive force". The customer reported due to the product issue a new foley catheter was inserted. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.